Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that while scuba diving, when the patient went "below about 65 feet, it went back to a basic pulse." The patient did not indicate any device issues after the event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.